Event description:
It was reported that the internal stylet of the eo60 vent catheter has lost some pieces of paint. It was further noted that pieced from the mandil were found in the operating field. The pieced were recovered but not retained for evaluation. The pieces were recovered with a forceps adn sucker. The procedure was prolonged for removal of the pieces.

Manufacturer narrative:
Edwards received (1) stylet of the vent catheter, model e60. Catheter was not returned with the stylet. Dried blood stains were visible on one side of the blue stylet handle. The stylet shaft was bent in several places. Cuts were observed in two places on the plastic coating of the stylet shaft. One area with the cuts appeared to contain dried blood. The report of "stylet has lost some pieces of paint" was not confirmed. Paint is not used during the manufacture of the stylet. Upon reaching out to the initial reporter, they allege the surgeon may have used a needle driver to position the catheter in the body causing the particulate and cut marks in the stylet. There was no confirmed malfunction of the vent catheter and the event may have been use related. Review of manufacturing records was performed and there were no nonconformaces associated with this lot number. From (B)(4) 2010 to date, no other reports of loose particulate have been received with the e060 stylet or catheter body. A CAPA will not be initiated due to this complaint. Trends will continue to be monitored on a monthly basis and if further action is received appropriate investigation will be performed.